Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the doctor deployed the angio-seal after completing a radio frequent catheter ablation on mid aug. The surgery was successful. After the surgery, the patient returned to the ward and laid flat on the bed for more than 8 hours. However, his wound began bleeding again the next morning. The bleeding was less than 250cc's. Manual compression was used to complete the bleeding. Additional information was received on 16september2020: a 8fr. Sheath was used. A pre deployment angiogram was performed before using angio-seal, physician deployed angiogram and confirmed that puncture site complies with IFU regulations. The doctor deployed the angio-seal after completing radio frequent catheter ablation, the result was very good and the wound was successfully, stopped bleeding. The puncture site is on the common femoral artery (cfa). The patient did have blood thinning medication, thrombolytics, or platelet aggregators during the procedure, heparin 3000 units.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.